Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stopped using the therapy about 7 months ago because it was causing the pain to be worse in the legs. The patient saw the health care professional three days prior to the report and recommended using the therapy again to see if it would help the nerves/pain and to adjust the stimulation. The patient used the patient programmer to sync with the implantable neurostimulator (ins) and was able to turn the therapy back on with the setting at 3.90v. It was noted that the patient did not see the ins icon on the patient programmer screen and was unable to navigate to see more settings. The patient noted that she had 3 programs but did not see the group. It was noted that the patient had a non-rechargeable ins. It was noted that the patient had a lot of stuff wrong with her back and was diagnosed with arachnoiditis/inflammation on the spinal cord in (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.